Event description:
It was reported prior to PICC catheter puncture, when checking the product integrity after pre-filling the catheter by the placement hand, he found that the front end of the mst was broken. Can't continue to use device, reopen set of catheters. The affected product was not used on a patient. No patient impact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed and was determined to be manufacturing related. The product returned for evaluation was an opened 4fr sl groshong nxt catheter kit. Among the kit components was one 4.5fr microintroducer. The returned product sample was evaluated and a split was observed on the distal end of the sheath. The following observations were noted during the sample evaluation: ¿ the sample appeared free of obvious use residue ¿ longitudinally aligned damage was present ¿ the split had straight and well-defined fracture edges ¿ stretched strands of sheath material were present between the split edges which gave a webbed appearance the observed features were associated with a manufacturing related defect. This event was determined to be of low occurrence.